Event description:
Rotational atherectomy of the rt distal posterior tibial artery was being performed on pt in cardiac cath lab with csi diamondback predator stealth catheter. The artery spasmed and the catheter became lodged in the artery. During the procedure a continuous infusion of verapamil, nitroglycerin and "viper glide" (from csi) was administered per MFR's instruction. Once spasm occurred, physician also gave an intra-arterial bolus of 1000 mcg of nitro and 1 mg of verpamil. This did not relieve spasm and physician was unable to withdraw catheter. A cutdown procedure was performed in the cath lab on the pt's right foot and the catheter was successfully extracted via the exposed artery. The catheter was intact. The pt's wound was closed and the pt was transferred from cath lab to a cardiac interventional unit discharge. No other vessels were being treated and no intervention (other than balloon angioplasty) was done on this vessel.